Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported (light emitting diode) led indicator faulty. A power led turned off by vibration such as button operations has been discovered. The device was not in use at the time of the reported event. There was no patient involvement.

Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 11jun2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.